Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth have broken, their bottom teeth have been pushed together and are different heights while their back teeth are lower but in line. The patient has been seen by a dentist and orthodontist for this and was informed by both that their teeth need immense attending. Requested diagnostic findings from their dental visits and to provide additional information about the broken teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.